Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 29 - motor cart range low) occurred during the load process. The customer's blood glucose level was 158 mg/dl. Reportedly, a new cartridge was loaded to address the event.